Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (S-ICD) experienced an unplanned hospitalization. Device interrogation identified an "LC" (long charge) error following an approximately 30-second charge time during a charge attempt. Technical review determined the prolonged charge time most likely occurred because the patient underwent an magnetic resonance imaging (MRI) while the device was not in MRI mode, and the associated high magnetic field affected the charging circuit. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.